Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin, and remained static at 105 units. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 185 mg/dl.